Manufacturer narrative:
This report is submitted on may 17, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic, the patient developed granuloma tissue with pain and drainage at the implant site. Subsequently, on (B)(6) 2017, the granuloma was cauterized. On (B)(6) 2017, the granuloma reoccurred, and the patient presented with infection and purulent discharge. Subsequently, the patient was treated with oral antibiotics. The implanted device remains insitu.